Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08393. It was reported that irregular noise and non-sustained oversensing episodes were noted. Lead noise was suspected. The patient presented in clinic. Noise was not reproduced. Post paced t wave oversensing was noted on the device. Programming changes were made. The patient was stable.